Event description:
It was reported the patient is not receiving effective therapy due to high impedances on one lead. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000114373.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.